Manufacturer narrative:
Additional information (07-jul-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. The falsely depressed results showed an atypical pressure pattern during sample aspiration, which is consistent with insufficient sample(s) available for the auto-repeat testing. The cause of the event was insufficient sample(s) in the sample container to process the auto-repeat testing (automatic panic rerun). A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00190 was filed on 26-jun-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely depressed loci high-sensitivity troponin I (tnih) patient sample results obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample results were obtained on a dimension exl with lm system. The falsely depressed results were obtained during the auto-repeat of the samples and were reported to the physician(s). The physician(s) questioned the results. The same samples were reprocessed on the same dimension exl with lm system. Higher results, considered correct, were obtained and matched the prior initial results. Corrected reports were issued. The customer stated that there was a delay of 6 hours in patient testing for diagnosis and treatment for one patient ((B)(6)). No further information was provided. There are no known reports of adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) results or delay in treatment.